Event description:
This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ('metrorrhagia') and fibroma ('fibroma') in a (B)(6) year old female patient who had essure inserted. In 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have fibroma (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete removal of essure implant). Essure was removed. At the time of the report, the metrorrhagia and fibroma outcome was unknown. The reporter considered fibroma and metrorrhagia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ('metrorrhagia') and fibroma ('fibroma') in a 48-year-old female patient who had essure inserted. In 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have fibroma (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete removal of essure implant). Essure was removed. At the time of the report, the metrorrhagia and fibroma outcome was unknown. The reporter considered fibroma and metrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.